Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 10-apr-2024, 24-apr-2024, 15-may-2024, 28-may-2024. The issue occurred with four infusion sets used for two days. No further information available.